Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a fiber-optic problem. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The getinge service call was cancelled by the customer as the customer determined the issue was due to user error. Iabp unit was returned to clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a fiber-optic problem. There was no patient involvement, and no adverse event reported.